Event description:
While programmed to a sensitivity setting of 7 mv, the pt experienced pauses exceeding two seconds. The device was programmed to a rate of 60 ppm. The initial problem was lead impedance of 777 ohms. A change to 5mv sensitivity resulted in impedance was about 800 ohms. The device will be reprogrammed to voo and checked. The device may replaced by a ddd unit at the physician's request.